Event description:
Per the clinic, the patient was experiencing pain with stimulation and poor perforamcne.an integrity test done in 2008 indicated that the device was functioning according to manufacturer's specifications. The clinic was advised to reprogram the speech processor with no success. Patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.